Event description:
Procedure: hernia. According to the reporter: while use on pt, the device became dull, and the tip was broken on membrane just before the procedure was completed. The broken piece was found on the adipose tissue and retrieved. Used another device to complete the procedure. There was no bleeding, no tissue damage/tissue loss, and operating room time was not extended.

Manufacturer narrative:
(B)(4).